Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not received the vessel sealer extend (vse) instrument. Therefore, the root cause of the customer reported failure cannot be determined. It was confirmed that the broken piece of the instrument involved with this complaint is not available for return as it was discarded. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs for system sk0238 with a procedure date of 17mar2020. No related system errors were found to have occurred during the surgical procedure. During the surgical procedure, it was confirmed that the surgeon used two vse instruments, and a fenestrated bipolar forceps (fbf) instrument. The vse instruments are designated as single use. Isi has also reviewed the site¿s complaint history and no related complaints have been identified. Based on the information provided at this time, the decision tree was executed to indicate that this complaint is being classified as a reportable event due to the following conclusion: it was alleged that a piece of a vse instrument tip fell off and into the patient while the surgeon was cleaning bio debris from the vse with a fbf instrument. The vse fragment was successfully retrieved during the same procedure. The procedure was completed robotically with use of a backup instrument. There was no reported injury. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. There is no allegation of system, instrument, or accessory malfunction. At this time, it is unknown how the piece fell off, and what caused the breakage to occur. The instrument & accessory user manual states: ¿warning: do not use an instrument to clean debris from another instrument inside the patient. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. To clean an instrument intraoperatively, remove the instrument from the system and wipe the instrument tip with moist sterile gauze.¿

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) procedure, the surgeon used vessel sealer extend (vse) instrument to clean another instrument, and broke off the tip of the vse. A physician¿s assistant (pa) at the bedside retrieved the item that broke off. The procedure was completed with no reported injury. On 17mar2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: it was clarified that a fenestrated bipolar forceps (fbf) instrument was being used to wipe a piece of bio debris from a vse instrument. There was no surgical task being performed at the time. None of the instruments were being used to operate. A gray plastic covering from the vse fell into the patient and was retrieved using a laparoscopic (lap) instrument. All visible fragments were retrieved; confirmed by inspecting the abdomen for any remaining pieces. No post-operative tests (x-ray, ultra sound) were required. The procedure was completed robotically with use of a backup instrument. There was no reported injury.